Event description:
A user facility returned the olympus, model cv-170, video system center to olympus for repair due to a report of "low air pressure/flow." Upon inspection and testing of the returned device, it was found that the metal spacer was broken and remained in the device. This report is submitted due to the metal spacer broken and remained in the device. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the metal spacer was broken and remained in the device. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced and it was surmised that it was due to the dust inside the unit. Also, it was pointed out that the spacer needed to be replaced. There was no description about the condition or cause. Additional inspection findings were as follows: receptacle found loose; cable found rusty; socket found broken and hard connecting with scope; dust inside the unit. The instruction manual identifies the following related verbiage which could have prevented the phenomena of low air pressure and dust inside the unit: "avoid using the video system center in a dusty environment. This may damage the video system center. Confirm that there is no dust on the ventilation grills. Clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating." Olympus will continue to monitor field performance for this device.